Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returns 1 photo, not the actual sample. It can be recognized from this photo that the notch of the needle core is slightly dark in color, and the rust of the needle core is not recognized. 2. DHR/bhr review lot#: 4109451. 1. The products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 4. The cannula batch used in this batch of products is 3354685, review the incoming inspection results, no abnormalities. 3. The retained samples of this batch are taken, and the needle cores are examined under the microscope. No rust is found. Please see attachment for the photos. 4. Cause analysis: 1. The needle core is made of 304 stainless steel and lubricated by silicone, which has good rust resistance under normal circumstances, but under special conditions (such as in the air containing chlorinated chemicals), the head of the needle core may rust. The plant does not have the conditions to cause the defect in the production process. 2. The notch of the needle core is wrapped in the catheter, and rust has never occurred. The slightly dark color of the notch is related to the production process of the needle core. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the rust of the needle core cannot be determined because the rust of the needle core cannot be identified from the returned photo, and the defective sample is not received for further detection and analysis.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had rust on september 21, 2024, at 10:30 a.m., in preparation to use a closed IV indwelling needle to puncture a patient's vein for IV fluids, after pulling out the pillow core, it was found to be rusty and was immediately replaced; the rusty indwelling needle was not used on the patient.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.